Event description:
It was reported that after a laparoscopic bowel resection procedure, patient developed an infection in the last two weeks in this case. Phlegmon occurred along the bowel anastomosis. There was no re-operation so cultures were unobtainable. The patient was admitted and treated with IV antibiotics and discharged in good condition.

Manufacturer narrative:
(B)(4). Information unavailable.